Manufacturer narrative:
(B)(4).

Event description:
Procedure type: proximal pancreaticoduodenectomy. According to the reporter: at the first firing a doctor confirmed the distal part of staples was malformed. All the malformed ones on tissue were removed manually. Opened another but found the jaw could not be closed. Confirmed visually that a proximal part of staples had deployed and the safety lock prevented it from firing a new one was opened to complete the case with no problem. No patient harm. Operating time not extended. There was no additional tissue resection. Nothing fell into the cavity. No bleeding. The customer did not know if reinforcement material was used.